Event description:
It was reported that the customer needed assistance with carelink. Customer stated that she had a low blood glucose level about 2 months ago that was in the 30's mg/dl. Customer stated that her spouse gave her glucagon. Customer no longer wears the sensor since she cannot get it to communicate. Customer also had a low blood glucose level today. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.